Event description:
As reported by our edwards lifesciences japan affiliate, approximately 8 months post-implant of a sapien 3 valve (size unknown, approach unknown) in the aortic position, structural valve deterioration (svd) due to calcification was observed. The physician is considering a valve in valve procedure, but the date for the procedure has not yet been set. Further details have not been provided at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of manufacturing mitigation is captured in a technical summary by edwards lifesciences. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post procedure care. As the valve serial number was not provided, a device history record review (DHR) was unable to be performed. A review of the IFU/training material is captured in a technical summary by edwards lifesciences. Based on the review of the IFU/training manuals, no deficiencies were identified. The event of structural valve degeneration calcification was unable to be confirmed. An existing technical summary by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve degeneration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. It was noted that patient was undergoing dialysis indicating of renal disease/failure, which increases the risk of calcification. As such available information suggests patient factors (renal disease) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
While the patient was undergoing screening for a valve in valve procedure, the patient passed away. Additional details regarding the patient's death (date of death and cause of death) are not available at this time.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on imagery received. The following sections of this report have been updated: h10. Imagery was provided for review and revealed the following: calcification was noted on the non coronary cusp of the 23mm sapien 3 valve. The event of calcification was able to be confirmed based on the imagery review. No further action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction to the previously submitted supplemental MDR under MFR report number 2015691-2022-10103. The previous supplemental MDR contained an additional selection added to section b2. Correction is being submitted to capture all selections for b2.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information received. The following sections of this report have been updated: additional code added to h6 health effect-impact code, corrected h6 health effect clinical code, additional code added to h6 device code, additional information added to h10. As reported from the japan post-marketing surveillance reporting system, thrombosis of the sapien 3 valve was present in addition to the valve calcification previously reported. Approximately one year from the index procedure, the patient was experiencing fatigue and shortness of breath. The patient was admitted after being diagnosed with worsening chronic heart failure. Hemodialysis was done; however, pulmonary congestion was not resolved. Gradually the condition worsened, and cardiac function was low. Sudden bradycardia occurred and the patient went into respiratory arrest. The patient passed away and the cause of death was reported as acute hemodynamic instability due to valve dysfunction. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (chronic dialysis patient) may have caused or contributed to this event . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.